Event description:
Shutting down after 10-15 seconds. Replaced power inlet and ac socket. 1216677-2021-00267 leep precision int unit 53514 (B)(4).

Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples . Analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 3/12/2019 under wo (B)(4) & (B)(4) and shipped on 5/14/2019. Manufacturing record review: dhrs (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced april 2021 for coag leakage. The unit's r77 was adjusted under log 96195. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97173, this unit was at csi on 10/12/2021. Visual evaluation: no physical damage was noted. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Was the complaint confirmed? No . Correction and/or corrective action the unit's inlet was replaced as a precaution, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Event description:
Shutting down after 10-15 seconds. Replaced power inlet and ac socket. Leep precision int unit 53514 e-complaint- (B)(4).